Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys vitamin d total iii result from the cobas e 801 analytical unit for one patient. The initial result was <7.5 nmol/l. The first repeat result was 46.1 nmol/l. The second repeat result was 53.7 nmol/l. The questionable result was detectable to the customer because it did not match the patient's clinical diagnosis.